Manufacturer narrative:
Retain devices tested by bci using controls and confirmed positive clinical urine sample (49miu/ml) gave expected results. Customer did not return the patient urine sample. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter regarding discrepant (-) urine test results obtained from the icon 25 hcg test kit. Patient used four over the counter (otc) pregnancy test and got positive (+) results on all four otc test devices. A quantitative serum test gave a positive (+) result at 40miu/ml. Test was repeated on same urine sample on a second icon 25 hcg test device and a negative (-) result was obtained. Patient went back to do four more oct tests and got positive results (+) on the four additional tests. No effect to patient has been reported.